Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 461mg/dl. Troubleshooting was performed. It was stated that the customer had difficulties very often with bent cannulas. It was stated that the customer was experiencing high blood glucose for three days, and on the third day, she was admitted. The programming on the insulin pump was correct. Ran a fixed prime and high pressure test and the insulin pump passed the tests. No further information was provided.